Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that mstsc (microsoft terminal services c lient) showing generator not ready and radiation on pendant is initializing. Checked generator and lights on generator control board are off except one led. Found ps1 has .148v when it should have 5.15v. Checked fuses on supply printed circuit board assembly (pcba) and they were good. Installed power supply (ps1) pcba and adjusted to 5.14v. Found drive pcba needed to be adjusted to stand still when drive switch was activated. Performed system checkout and no further issues found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that on boot up, the pendant displayed "radiation disabled". Site used the other imaging system for the case. Patient present but was not asleep yet. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3,h6: the power supply (ps1) was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed ps1 in imaging test system. The system did not initialized. The generator did not ready. Ps1 output voltage failed. Measured 0vdc. Low voltage. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.